Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture and exchange due to patient¿s concerns with the product. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, a broken on posterior. And observed, and opening on posterior assessed, as a surgical impact opening (shell thickness within spec). Anxiety-product/procedure: unable to observe, since it is not related to the device. Additional observations: non-penetrating nick and stress marks observed, on the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, a left side rupture. And exchange, due to patient¿s concerns with the product. Device has been explanted.

Manufacturer narrative:
Clarification to h6.: (investigation findings, investigation conclusions): device photos were received and are under investigation.

Event description:
The device has been explanted. Total capsulectomy was performed.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 21may2024.

Event description:
Healthcare professional reported a left side rupture and exchange due to patient¿s concerns with the product. Device has been explanted.